Manufacturer narrative:
Device evaluated by MFR.: the mustang balloon was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified inside the balloon which is evidence of a device leak occurring inside the patient. A complete balloon circumferential tear was identified located approximately 5mm distal of the proximal balloon bond. This type of damage most probably occurred when the device was being withdrawn through the sheath. The rated burst pressure for this device as per specification is 20 atmospheres. A visual and tactile examination found the shaft of the device to be severely kinked at more than one location. This type of damage is consistent with excessive force being applied to the device. A visual and tactile examination found no damage to the tip of the device.

Event description:
Reportable based on device analysis completed on (B)(6) 2024. It was reported that difficulty advancing through sheath occurred. Vascular access was obtained via contralateral approached. The target lesion was located in the left common iliac artery. An 8.0 x 60, 75cm mustang balloon catheter was selected for use. However, the balloon did not go through the opposite side of the non-boston scientific sheath. The procedure was completed using another company product. No complications were reported. However, returned device analysis revealed a circumferential tear.